Manufacturer narrative:
The investigation for the reported issue has been completed. Visual inspection of the returned pump revealed the presence of a fractured piece of guidewire on and around the impeller and outflow cage. No other abnormalities were found. After reviewing the clinical information, it was determined that the cause of the pump failing to start was use related, specifically activating the pump before full removal of the guidewire. This report is being filed as part of a retrospective review of historical records. D9: device available for evaluation? Corrected to yes. Device returned to manufacturer checked, and date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported not fully removing the guidewire before starting the pump. The pump failed upon attempted initiation. A new pump was used without any harm to the patient.